Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (ipg) (B)(6) 2008; 5076-45 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had increasing and unacceptable high thresholds. The rv lead was capped and replaced. During the procedure, the right atrial (ra) lead became dislodged and was unable to be repositioned. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.